Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the patient reaching eri earlier than expected was due to high settings. The ipg was replaced and the issue had resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient saw eri on their programmer. They didn¿t know the parameters of the patient¿s settings, but they expected the ins to last 5 years. Caller reviewed that parameters would determine battery life and should see their hcp. There were no further complications reported.